Event description:
It was reported that the patient was experiencing pain with his tactra. The surgeon decided to remove one cylinder due to observed erosion in the meatus of the penis. A future revision is planned to remove the remaining cylinder and reimplant the patient with an inflatable penile prosthesis (ipp). No further patient complications were reported.

Manufacturer narrative:
Corrected field: describe event or problem.

Event description:
It was reported that the patient presented to their physician with pain and pending distal erosion of a tactra penile prosthesis cylinder. The physician elected to remove the affected cylinder as a preventative measure. It was noted the patient would later undergo a procedure to remove the remaining cylinder and implant an inflatable penile prosthesis (ipp), however, no further details have been obtained to date despite efforts. There were no patient complications reported.

Manufacturer narrative:
Corrected field: describe event or problem. Investigation summary: based on the information available, the cause that contributed to the reported erosion could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of erosion cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of erosion and pain are a known risk of the device. The cause of the erosion and pain were not established by the physician, although erosion and pain are included in the labeling documentation as an adverse event of implant surgical procedure of the device. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient presented to their physician with pain and pending distal erosion of a tactra penile prosthesis cylinder. The physician elected to remove the affected cylinder as a preventative measure. It was noted the patient would later undergo a procedure to remove the remaining cylinder and implant an inflatable penile prosthesis (ipp), however, no further details have been obtained to date despite efforts. There were no patient complications reported.